Event description:
It was reported that the tip of a guide wire separated and was snared during an interventional procedure. Stents had been placed in the cx and the om without incident, and the guide wires were removed from the anatomy. A third guide wire was advanced, and an attempt was made to re-cross the proximal stent in the cx. It was not possible to re-cross the stent, and the tip of the guide wire was reported to separate when the guide wire was removed. A snare device was used to retrieve the tip without difficulty. No patient effects were reported.